Manufacturer narrative:
The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an abandoned procedure on (B)(6) 2020. The physician was not able to get the paddle or percutaneous lead implanted. Due to this issue, the procedure was abandoned and nothing was implanted.